Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found additional reports against the reported screw part and lot code combinations. Review and previous review of the screw device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional reports were found against the acetabular cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient had a revision to address acetabular loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right side). Update 8/20/2013 - pfs and op notes received. There is no new additional info that would change the existing MDR decision. Update 12/2/2013 - ppd and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup and triradiate fracture of the acetabulum. The patient actually had 4 screws removed from the doi so on more screw is being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/7/2015.